Event description:
It was reported that a patient's blood glucose levels exceeded 25 mmol/l (450 mg/dl) while wearing the pod between 37 and 48 hours on the abdomen. The pod fell off, dislodging the cannula from the infusion site. A new pod was applied to treat the hyperglycemia.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.